Event description:
It was reported that during a dinner meal announcement on the ilet, insulin delivery stopped at 7 percent without an occlusion or other alert, after which the user experienced rising glucose values; troubleshooting included multiple report syncs, guidance to avoid re-announcing to prevent insulin stacking, two successful fill-tubing verifications, and observation that the correction algorithm was dosing conservatively relative to a meal announcement. Symptoms included hyperglycemia with readings escalating to a peak of 272 mg/dl before trending down. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and internal logs. Investigation of this case revealed no findings available and insufficient information to identify a specific device component or malfunction, though internal logs confirmed the partial dinner dose and subsequent conservative correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.